Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2015. Customer's blood glucose was 420 mg/dl at the time of admission. The customer stated they experienced several no delivery alarms, prompting them to go to the hospital for a back-up plan. The customer reported completing a set change and then a blank display occurring on the insulin pump after. Customer was wearing the insulin pump at the time of the hospitalization. Customer stated, they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was 378 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.